Event description:
It was reported during device change out for normal eri, no sensing was observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.